Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation ongoing. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture broke in 2 procedures. While performing an unknown surgery on an unknown patient, the catgut suture broke and frayed. It was noted that the suture had been difficult to use and another package was opened instead. There was no harm to the patient. No additional information was provided. This report refers to the second instance. Associated medwatch: 3003639970-2019-00026.

Manufacturer narrative:
Associated reports: 3003639970-2019-00026 and 3003639970-2019-00027. Investigation: report history: we have checked the report history and we have not received any related complaints with the same batch number. Batch record: we have checked the documents related to this product and no deviations were found. Sample analysis. A visual inspection of the sample was made, it was received in the primary packing and the broken thread is visible inside. A stress resistance test was performed, all of the results were within specifications. The retention samples of the lot are taken as reference to carry out the stress test. Results: ten samples were taken, the stress resistance test was performed on the node, all the results were within specification. Conclusions: this incident has been classified as not confirmed, because it was not possible to reproduce the notified defect or deviations in the tests performed on the retention samples. In the incidence assessment no more claims related to this reference and lot number have been received, therefore it is considered as an isolated case.